Event description:
Patient on nxstage crrt [continuous renal replacement therapy] dialysis machine, filter clotted and blood returned. Within 5 minutes burning plastic smell noted. Code red activated, facilities and security at bedside. Pt transferred to [redacted] for safety and full assessment of room. Davita immediately notified to restart new crrt machine. Old machine to be taken by davita, nxstage machine number [redacted], clinical engineering number [redacted], heater [redacted].